Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: the display screen was found to be dim and discolored. The battery compartment was cracked along the side of the pump. The pump case on the battery compartment was damaged. The top of the returned battery cap was also damaged.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked and damaged, and the battery cap was damaged. This report is made based on results of investigation completed on 06/20/2015.